Event description:
The facility representative reported a colleague infusion pump with a condition of "channel a inoperative" (unknown failure code). The event was reported to have occurred during programming/set-up. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. During review of the event history by baxter, the reported problem was confirmed as a failure code 807:05 which caused an interruption of delivery. This is involving a pump with software version 5.04.00 which is categorized as unremediated. No additional information is available.

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2265 during dwell on the homechoice. The technical service representative cleared the error and checked the alarm log for the previous alarm, which was a se 2240 (air in set). The home patient will call the peritoneal dialysis nurse for instructions on finishing therapy and then disconnected the call. No patient injury or medical intervention was reported at the time of the call.

Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor. Customer reported receiving readings of 405 mg/dl, 123 mg/dl and 384 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) during dwell was not confirmed due to a lack of sample. The cause was undetermined. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device was discarded. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). Upon follow-up with the patient, the patient recalled hitting the door of the homechoice(hc) on a piece of furniture when the system 2265 alarm occurred. The patient called baxter for assistance. The patient did not recall what they did to resolve the issue, but the patient was able to resume therapy. The patient has continued therapy on the cycler. The patient confirmed the device was discarded and the lot number was unknown. No allegations were made against any of the patient's dialysis products. No patient injury or medical intervention was reported.